Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant placement at 35 ncm torque value the driver got stuck inside the implant. Doctor removed the implant and placed a new implant in the same procedure.

Manufacturer narrative:
(B)(4). One osseotite® tapered certain® implant 3.25 x 13mm (B)(4) and one certain® 3.4mm(d) driver tip - long (impdtl) were returned for investigation attached to one another. Visual inspection of the as returned product identified wear and debris about the implant threads, and moderate signs of use at the driver body. The hex feature of the driver is noted to be fractured into the implant drive feature. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: review of appropriate documentation: instsm rev d 02/16; no-touch tm delivery of certain® internal & external hex connection tapered implants. Complaint reported that the during implant placement at 35 ncm torque value driver got stuck inside the implant. The reported event is confirmed following physical inspection and functional testing of the returned product. Functional testing determined that the implant and fractured driver tip are cold-welded together and cannot be disengaged. A definitive root cause for this complaint could not be determined. (B)(4).

Event description:
No further event information is available at the time of this report.